Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent malfunction alarm occurred. The customer's blood glucose level was 130 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Reportedly, the customer continued to use the pump for insulin therapy.